Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or ramping numbers noted. The insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a button error on his insulin pump. Customer's blood glucose is 220 mg/dl. He was trying to deliver a bolus when the numbers started scrolling on their own. The device then alarmed button error. There were no significant events leading to the alarm. The device was not dropped or exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.